Event description:
Patient's partner reported "my partner is currently under investigation...where their consultant is currently investigating a case of alcl. Following our own research, I understand that allergan implants had been recalled...we are concerned that my partners implants, may have been included in this recall and their recent health issues are linked in some way." Histopathological markers cd30+ and alk- have not been received. The device remains implanted. This is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "investigation for alcl" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "investigation for alcl" (pathological markers not reported). Treating physician: (B)(6). Address: (B)(6). Institution: (B)(6). E-mail: (B)(6).

Event description:
Patient's partner reported "my partner is currently under investigation...where their consultant is currently investigating a case of alcl. Following our own research, I understand that allergan implants had been recalled...we are concerned that my partners implants, may have been included in this recall and their recent health issues are linked in some way." Histopathological markers cd30+ and alk- have not been received. The device remains implanted. This is for the left side.